Manufacturer narrative:
Inratio precision data provided by end-user lot 060201: in 2006, first inr= 5.6 second test inr = 4.7; mean = 5.15; sd = 0.63; %cv = 12%. The %cv is less than or equal to 20%. Per internal procedure tr, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date in 2006, inratio: 5.6; lab 3.4; mean 4.5; confidence limits: 2.5-6.5. Inratio: 4.7; lab 3.4; mean 4.05; confidence limits: 2.4-6.1. Per internal procedure, tr, the mean of the inratio meter and comparative sys inr were calculated. Both inratio and lab values are within confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Ts updated the case on 09/11/2006. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2006; inratio pt# 1: 5.8; lab: 4.5; mean: 5.15; confidence limits: cannot be determined. Pt#2: inratio 0.9; lab: 1.6; mean: 1.25; confidence limits: 1.0-1.5. Per internal procedure, tr, the mean of the inratio meter and comparative sys inr were calculated. For pt#1, the confidence limits cannot be determined. For pt#2, the lab value was outside the confidence limits. Prods will be tested.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: in 2006; inratio 5.6 lab 3.4; inratio 4.7 lab 3.4. Caller alleged imprecision results with inratio. Results as follows. In 2006, first test inr= 5.6. Second test inr= 4.7.